Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected; a tear was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak.

Event description:
During the procedure, a volt pfa catheter was inserted into a 13fr. Agilis steerable sheath. The agilis was aspirated per the IFU; and air was aspired from the sheath which did not stop. Another 13f catheter was used to continue the procedure with no consequences to the patient.